Event description:
Veteran had major difficulty administering insulin with these pen needles. He was unable to depress pen injection button without extreme force-so veteran manually dialed back units on syringe to "0" and did not depress injector button. Veteran on basal/bolus insulin and did not actually receive and insulin for several days causing extreme elevation in blood glucose and 2 ed visits.

Event description:
Veteran had major difficulty administering insulin with these pen needles. He was unable to depress pen injection button without extreme force-so veteran manually dialed back units on syringe to "0" and did not depress injector button. Veteran on basal/bolus insulin and did not actually receive and insulin for several days causing extreme elevation in blood glucose and 2 ed visits.